Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode due to noise and oversensing resulting in pacing inhibition. Boston scientific technical services (ts) reviewed the available data and indicated there were high out of range impedance measurements on the right atrial (ra) lead. It was indicated there was no atrial lead implanted, the ra port was plugged. Programming changes were made for optimization. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This device was returned after being explanted for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. External visual inspection noted a hole in the rv seal plug. All other seal plugs are intact. The coil spring from the lv-2 connector block is out of its channel and pushed down the lead barrel. The cause of this was not able to be determined. Analysis confirm minute ventilation chop.